Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to moisture damage on the force sensor resistor; unable to perform excessive no delivery test and occlusion test due to moisture damage on the force sensor resistor. No motor error alarm noted during bolus and basal delivery. The motor was tested outside of the device and passed. All operating currents are within specification. Bolus wizard feature functioned properly per bolus wizard sample in the user guide. The insulin was monitored with a water fill test reservoir for 2 days and a 2.0u per hour basal rate; several boluses were programmed and delivered while the device was monitored. No basal or bolus anomaly noted. The insulin pump passed displacement test, self test, a21 error test and off no power tests, rewind and basic occlusion test. The insulin pump had cracked reservoir tube lip, minor scratched display window, broken belt clip slot and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error. The customer was not able to troubleshoot for the issue and stated she would call back.